Manufacturer narrative:
Phr: without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. Evaluation of received items: clinical imaging evaluation. Two clinical images were received and independently evaluated by a gore imaging sciences (gis) associate. The following observations were noted: ¿ two radiographic jpeg images received for evaluation. ¿ no name, date, or demographics are on the images. ¿ cannot manipulate the images in any way. (Window level, rotate, etc.). ¿ jpeg image #1 appears to show a gore® viabahn® stent graft has wire fracture(s)/separation. There appears to be overlap of the 2 viabahn® devices and just distal to the overlap the most distal stent has a separation/fracture in it. ¿ jpeg #2 shows an area of occlusion or partial occlusion. There is flow proximal and distal to the occlusion. Cannot confirm the number of stents implanted with this #2 jpeg image. Field photograph: a photograph from the field demonstrates various surgical tools and an unidentifiable fragment circled by the complainant. The fragment could not be characterized with the available image quality, and no further information concerning product performance could be obtained from review of the provided image. The primary reported failure mode, related to stent patency, was confirmed with the items submitted for review. The clinical images demonstrated an area of occlusion or partial occlusion with flow proximal and distal to the affected area. Additionally, stent wire fracture/separation corresponding to the most distal viabahn® device was observed. Due to image quality, the provided items could not be further assessed for a causal determination or relationship between the observations. Therefore, the root cause of the thrombosis and reported embolic event could not be established with the available information.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a popliteal artery aneurysm (paa) on the left side leg with two gore® viabahn® endoprostheses with propaten bioactive surface (viabahn devices). It was stated that during the paa repair and a parallel thrombus procedure two viabahn devices were implanted in (B)(6) 2022. On (B)(6) 2024, it was noticed that there is a stent fracture at the viabahn device pahr111002e (B)(4) ; manufacturer report number 2017233-2024-05513). It was reported that on (B)(6) 2024, a reintervention was performed to reline the broken viabahn device. A check before revealed that it appeared that there is no thrombus in the device. After stenting with a new viabahn device and post dilation with a 12 pta balloon, a thrombus was discovered first in the distal part of the damaged viabahn device, which went then into the anterior tibial artery (ata). The physician removed the thrombus surgically and decided to perform a femoro-popliteal bypass with a gore® propaten® vascular graft. The patency of the bypass was good after the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: other code: as the device remains implanted, no further investigation of the device can be conducted. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. An imaging evaluation is being performed. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.